Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) did not retract the autopulse lifeband. Based on the functional testing and the archive data review performed at zoll, the platform did not retract the lifeband after the device displayed the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause of the ua07 error was due to the failed load cell module. Upon review of the archive data, multiple ua07 error messages were observed on the event date, related to the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a load cell module 2 was defective, affecting the linearity of the two load cells installed in the autopulse platform. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the customer complaint. The root cause of the platform not retracting the lifeband was related to the single point load cell module 2 being defective. The load cell module 2 was replaced to remedy the issue. Following the service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
As reported, the autopulse platform (B)(6) would not retract the lifeband, and displayed a "pull up lifeband to reset" multiple times. No user advisories were noted by the reporter. The crew switched to manual CPR. There were no consequences or impacts on the patient.